Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 h6: type of investigation and h10 has been updated. The device was not returned for evaluation and no image was provided to perform an image review. As the device was not returned, engineering was unable to perform any visual inspection, dimensional analysis, or functional testing. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) is not required as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A lot history review is not required as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The IFU provides guidance for adverse events. Potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography: reoperation. Additional potential risks associated with the use of the thv, delivery system, and/or accessories include: structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of component of a prosthetic valve, thickening, stenosis): device degeneration and valve regurgitation. No IFU/training deficiencies were identified. A complaint history review is not required as the complaint for "degeneration, deterioration" was unable to be confirmed. A risk management documentation review was performed on the reported event. While edwards durability testing of sapien xt valves meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requirement (200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability), bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is completed, no further action is needed. The complaint for "degeneration, deterioration" was unable to be confirmed as imagery/medical records was not provided for evaluation. A manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Based on the limited information provided, the root cause for the valve degeneration approximately 8 years 9 months post valve implant could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
As reported by the fcs, approximately 8 years and 9 months post implantation of a 23mm sapien xt valve in the aortic position the valve needs reintervention. The reintervention will be at northshore university hospital. The reason for the intervention is unknown and no additional details were provided at this time.